Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms / damaged connector) was confirmed. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the belt and monitor. The cause of the constant gong alarms is the damaged connector. The root cause of the damaged connector is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged connector.